Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "small 1 mm broken drill bit inside the bone noted. No harm caused. Too risky and increased damage if tried to take out with no clear benefit."